Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer exhibited autonomous cursor movement, the latches on the cord compartment were broken, and the screws from the monitor and analyzer port cover were missing. Analysis was unable to confirm that the programmer failed the finger touch test for cursor misalignment. It was observed that the programmer demonstrated autonomous cursor movement. Electromagnetic interference (emi) repair was performed to resolve the cursor issue. It was noted that the power cord bay was broken and the hinge plate screws were missing. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited autonomous cursor movement and failed the finger touch test for cursor misalignment. It was noted that the latches on the cord compartment were broken, and the screws from the monitor and analyzer port cover were missing. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.